Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4)

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. While inserting the stem, the femur fractured. The stem was removed and the parts were attempted to be separated. Subsequently, the locking screw stripped and the components remained locked together.

Manufacturer narrative:
The returned modular revision bonemaster with the stem and body still attached with the locking screw were found to have been manufactured within specifications. Dimensional analysis was conducted of all three components and they were conforming except the head of the locking screw. Visual examination revealed that the t handle used for inserting the screw was in the off or locked position instead of the torque limiting position. This caused an over torque of the screw which made it very difficult to remove. The arcos modular femoral revision system, surgical technique, covers the insertion of the locking screw: on page 9 it states, "to lock the distal and proximal body implants, thread the locking screw into the top of the cone proximal body using the 3.5 mm hex driver and t-handle in the torque limiting position until a ¿click¿ is felt and heard". All parts left biomet control conforming.

Manufacturer narrative:
This follow-up report is being filed to relay product part number, which was unknown at the time of the initial medwatch.